Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a downstream occlusion error was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log found total of five random occurrences of the 'downstream occlusion!' Messages for customer-reported allegation 'downstream occlusion errors'. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. Testing of the device found it to be within specification, time and ranges. The reported condition was not verified. Evaluation observed and found that the pump was tested for the downstream occlusion testing and the device passed the downstream occlusion testing which occurred within the psi (pounds per square inch) specifications, time and ranges. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. During evaluation the device had delayed keypad response. The cause was identified to be a failed processor printed circuit board (pcb) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion errors during the preventive maintenance at the general patient ward. There was no patient involvement. No additional information is available.